Event description:
I used astroglide for about a week but noticed I was raw and started to get burning sensation, didn't think it was from the astroglide though. Stopped using it for a couple days got better, then used it again instantly started burning and felt raw again.